Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 400 mg/dl at the time of incident. Insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. Customer reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged blank display and high blood glucose found on (B)(6) 2021. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms or alerts noted during testing, however, off no power on event date 09/08/2021 at the times 01:52:00 and 02:02:00, and no low battery alerts prior to event date 9/07/2021 at the time 15:50:00 were found in the history traces. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The insulin pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing overlay and scratched case. Customer allegations of blank display not confirmed. Unable to confirm alleged high blood glucose¿s. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.